Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the similar incident review, there is no indication of a lot specific product quality issue. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with heavy calcification and moderate tortuosity. The 2.25x28mm xience prime stent delivery system (sds) was deployed; however, a dissection occurred. Another 2.25x12 xience prime stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.